Manufacturer narrative:
Date sent: 02/25/2009 information was not provided by the affiliate. The reload was returned for analysis with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed, as the device was not returned for analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pd procedure, the device could not cut the stomach at the second firing. Also, malformed staples were found. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient.